Event description:
After an implantation time of about 7 months, it was reported that the ICD was not sending data to the home monitoring website. Inquires with the family resulted in the information that the patient had expired. The cause and date of death is unknown. It is also unknown if the device was explanted. It was not returned to manufacturer.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the existing production documents. The manufacturing process of this device was reviewed. The production documents showed no anomalies that could be related to the complaint. All manufacturing steps were carried out correctly. In summary, there is no indication of a manufacturing error. No information on the cause of death of the patient was available within the context of the analysis.